Event description:
It was reported that the patient experienced stimulation on the tip vector of the right ventricular (rv) lead. The lead had moved and the ring was not making contact in the branch. There was no capture from ring to coil. T-wave oversensing (twos) was noted from ring to coil. Reprogramming to increase sensitivity was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).